Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device was found to exceed the temperature specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was overheating. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries, medical intervention or prolonged hospitalization reported. The event happened in april 2014 however the exact date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.